Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while the external generator was being used in its "rapid atrial pacing" mode for atrial overstimulation during a valve replacement procedure the mode timed out (as designed). The generator was not returned and is presumed still in use. No patient complications have been reported as a result of this event.